Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system displayed a system message and locked during a procedure. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer determined that the system was functioning as intended and the request for service was subsequently canceled. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 22, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause(s) cannot be determined conclusively, as the request for service was cancelled. (B)(4).